Manufacturer narrative:
The logs and archives were returned for software analysis. There were two exams that were merged, both had equal spacing and thickness, however, each had unequal x-y size and x-y fov. It was also observed that it had multiple registration with error metric greater than 2mm. It was observed that the trace points were mostly inside skin. The 3d model looks good. The logs showed "failed to find orientation matrix for: 56cb3ce1-fd08-48a8-bf89-e22491c58ca3 in the transformsadaptorimpl" and "failed to find examtorefexam transform for: 56cb3ce1-fd08-48a8-bf89-e22491c58ca3 in the transformsadaptorimpl" along with multiple interference errors. There was insufficient information to determine the root cause of reported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received, there were two exams that were merged, both had equal spacing and thickness, however, each had unequal x-y size and x-y fov. The verified merge looked like the exams were aligned well. In the registration screen, there was only one registration that was below 5.0 mm. However, it looked like all points were collected underneath the skin.

Manufacturer narrative:
H3) a medtronic representative went to the site to test the system. The system then passed the system checkout and was found to be fully functional. The system performed as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9 735737, serial/lot #: (B)(4), UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a procedure. It was reported that when registering, the site was having difficulties registering the patient. They were using trace initialization and when starting at the tip of the nose, the model was showing them at the back of the head. They rebooted multiple times with no resolution. They brought in another navigation system and had no issues registering. There was a patient present and delay was less than an hour.